Manufacturer narrative:
This report is being submitted to relay additional information. The initial MDR was submitted under 0001038806 - 2019 - 00378 in error. 0001038806 - 2019 - 00378 -1 has also been submitted. Upon reassessment of the reported event. Additional information stating that the dental procedure was completed using another implant was received which changed the reportability decision of the reported event. The event no longer meets MDR reportable criteria. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the doctor indicated during implant surgery one implant was missing from the package. The surgery was completed using another implant. Doctor experienced a delay of 45 minutes. There was no report of patient injury.